Event description:
The affiliate reported the customer alleged erroneously low thyroid-stimulating hormone (tsh) results, below the reference interval, for twenty-five patients involving unicel dxc 600i synchron access clinical system. This report refers to patient number five. It is unknown if the erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Beckman coulter, inc. Contacted the customer. The customer stated no further issues and a new reagent pack was in use. The customer stated the erroneous results occurred on one reagent pack only. The customer explained not all thyroid-stimulating hormone (tsh) results were low, some results recovered as expected. The customer stated a preventive maintenance (pm) was performed prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-05033, 05034, 05035, 05036, 05103, 05104, 05105, 05106, 05107, 05108, 05109, 05110, 05111, 05112, 05113, 05114, 05115, 05116, 05117, 05118, 05119, 05120, 05121, 05122, 05123.